Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image is not displayed (interrupted)¿ might have occurred due to faulty video connector socket. The root cause of the defective video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the video connector was faulty, due to which, when shaking the connector, some interference occurred to the image, but the image was visible. It was also noted, the front panel had cracks. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for an unknown procedure, the connector of the visera video system center was loose resulting in poor contact and no image. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.